Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. After a guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 10 atmospheres. However, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with non-bsc balloon catheter. No patient complications were reported and the patient's status was good.